Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states a neonate patient tested 2.1 mmol/l and 1.3 mmol/l on inform system. A venous sample was drawn 10 minutes later and returned as 4.8 mmol/l 20 minutes later. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.